Event description:
It was reported that the patient had a history of atrial fibrillation (af), had an episode of af with rapid ventricular response (rvr) and received three inappropriate shocks. The device went into backup vvi mode. A device restoration to original settings was completed successfully. A cybersecurity upgrade was performed. The patient was stable.